Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of an evoque procedure where on postoperative day (pod4) the patient's heart rate dropped to around 20 bpm and a temporary pacemaker was inserted. A permanent pacemaker was planned for pod7.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, d4, g3, g6, h2, h4, h6 and h11. The complaint for valve function/performance valve interacts with conduction system was confirmed with other empirical evidence via information reported by edwards clinical specialist. Per the instructions for use (IFU), conduction system disturbance and/or heart block which may require treatment (including permanent pacemaker) are potential adverse events. Heart block and other conduction disturbances are common in patients with underlying cardiovascular disease and can be exacerbated or aggravated with standard intra-operative medications or anesthesia. The patient developed progressive bradyarrhythmia and hypotension requiring catecholamines, fluid resuscitation, and norepinephrine, ultimately necessitating temporary pacing on pod #4 and planning for permanent pacemaker implantation on pod #7. Such events are related to the patient's underlying condition. Other mechanisms for conduction abnormalities could be related to coronary obstruction due to air embolism, coronary spasm and/or local edema affecting the av node. Conduction disturbances have also been documented during transcatheter cardiac procedures as a result of direct interaction with cardiac anatomy, especially in patients with underlying conduction abnormalities. Other potential causes include trauma by a guidewire or delivery system. Since there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met, no preventative or corrective actions were required.